Event description:
It was reported that the device is saying ¿reservoir low¿ when it is not actually low, and ¿do you want to restart the infusion¿. The event occurred at the hospital. The device failed testing during the acceptance stage. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported event was duplicated. Visual and functional testing performed. When the accuracy test was performed the device failed. The primary problems is the expulsor. The expulsor was replaced.

Manufacturer narrative:
Additional information was received providing an update to the event description. Updated b5.

Event description:
It was further reported that the device failed the accuracy test straight out of the box .